Manufacturer narrative:
Concomitant medical product: 900sfc34 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation the right ventricular (rv) lead exhibited oversensing on a high rate non-sustained episode four months prior. The rv lead remains in use. No patient complications have been reported as a result of this event.